Manufacturer narrative:
A representative sample from the same lot was returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 13-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different events, which were associated with separate units, involving an unknown number of patients. This is the fourth of four reports. Refer to 8030647-2018-00021 for the first event. Refer to 8030647-2018-00022 for the second event. Refer to 8030647-2018-00023 for the third event. It was reported that the flex connector became disconnected from the vent circuit at the adapter tubing. Additional information received on 23-jan-2018 stated that the adapter comes off immediately after first use and is typically discovered at bedside and via vent alarm. The side that comes loose was the part that is connected to the inline suction. It was noted that there was a loss of ventilation to the patient every time it comes disconnected. There was no reported patient injury. No further information was reported.

Manufacturer narrative:
Halyard health received an unused sample in the original, sealed packaging. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swiveled. The 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler (tqa030 calibrated feb 11 2017, due feb 28 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was: 1a = 9mm. 1b = 6mm. The flex connector was rotated. The dse male insert rotated intermittently with the flex connector. All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).